Manufacturer narrative:
Date of submission 07-jun-2018 the device has been returned and evaluated by product analysis on 31-may-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The last delivered bolus was a 4.0 unit ezcarb bolus. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate. At the end of testing the basal history correctly showed 2.0 units and the total daily dose showed 48.0 units. The total daily doses added up correctly and reflected the user's programmed basal rates. Pump passed delivery accuracy testing and was found to be delivering accurately and within range. No alarms or delivery interruptions occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced that day a high blood glucose, associated with an alleged inaccurate delivery issue. Reportedly, the patient was given unspecified treatment in the hospital at the time of the allegation for diabetic ketoacidosis by their healthcare provider. The reporter was not able to provide further information during the initial complaint. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.